Event description:
As the microcatheter was being withdrawn from the patient, the catheter broke into two separate pieces and approximately 20 cm from the distal end remained inside the patient. A retrieval device was used to remove the broken distal part of the microcatheter from the patient. There was no clinical consequence to the patient. No further details were provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. It was reported that as the microcatheter was being withdrawn from the patient, the catheter broke into two separate pieces and the distal part remained in the patient. It is most likely that the reported event is related to procedural factors that limited the performance of the device. Therefore, it was determined that the reported event was related to operational context.

Event description:
As the microcatheter was being withdrawn from the patient, the catheter broke into two separate pieces and approximately 20 cm from the distal end remained inside the patient. A retrieval device was used to remove the broken distal part of the microcatheter from the patient. There was no clinical consequence to the patient. No further details were provided.

Manufacturer narrative:
The device is not available to the manufacturer.